Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during treatment of an aneurysm located in internal carotid artery, the proximal end of the pipeline did not open. It was reported that two-thirds of the distal end opened without any problem. However, the proximal segment of the pipeline was positioned on a bend and did not open despite manipulations attempted. The pipeline was resheathed and removed from the patient. The patient was treated with stent assisted coiling. No patient injury was reported. The patient had moderate vessel tortuosity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline braid was observed to be fully open, with one end having slight fraying. In addition the microcatheter was found to have accordion damage. No other anomalies were observed. Based on the customer¿s photos, the clinical observation was confirmed. However, the clinical observation could not be confirmed through device analysis. We are unable to definitively determine the cause for the reported experience. It is possible that braid sizing, the damaged braid, and the patient¿s vessel anatomy (moderate vessel tortuosity/bend) may have contributed to the reported issue. In addition, the microcatheter was observed to have accordion damage which suggests that excessive force was used (such as pushing and pulling). Per our instructions for use (IFU): ¿do not use the pipeline flex embolization device in vessel diameters that are larger than the labeled diameter. Select an appropriately sized pipeline flex embolization device such that its fully expanded diameter is equivalent to that of the largest target vessel. An incorrectly sized pipeline flex embolization device may result in inadequate device placement, incomplete opening, or migration. If high force or excessive friction is encountered during delivery, discontinue delivery of the device and identify the cause of the resistance. Remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury." All products are 100% inspected for damage and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The aneurysm max diameter of 3.8mm. The neck diameter was 2.5 mm. The distal landing zone was 2.8 mm and the proximal landing zone was 3.4 mm.